Event description:
Related manufacturer reference number: 2017865-2022-45523, related manufacturer reference number: 2017865-2022-45528, related manufacturer reference number: 2017865-2022-45530. It was reported that the patient presented in clinic. On (B)(6) 2022, the physician explanted the implantable cardioverter defibrillator, the left ventricular (lv) lead, the atrial lead (ra) and the right ventricular lead (rv). The patient condition was unknown.